Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to be end firing at 4,737 joules and 3:43 minutes of use. The fiber was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: ok.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): there are no signs of breaks/fractures at the tip; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the length of the fiber; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "end fire" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.